Event description:
The IV tubing connection broke off when nurse attempted to disconnect from patient's PICC line. Small plastic male head became stuck in PICC lumen. Lumen was removed and replaced. There was no injury to patient.